Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and that the insulin gauge was inaccurate. The customer¿s blood glucose was 198 (mg/dl). Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.